Event description:
During an atrial fibrillation pfa procedure, the sheath fractured. There were no issues with the sheath during transseptal access as well as pre-mapping with a mapping catheter. When the ablation catheter was inserted a portion at the hub of the sheath broke. The sheath was exchanged and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath was received for evaluation. No visual anomalies were noted to the returned device. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water was noted to leak out of the hemostasis hub. A catheter from current abbott inventory was inserted into the sheath and an aspiration vacuum leak test was conducted again; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted again; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.